Event description:
It was reported that during a laparoscopic lobectomy, the surgeon found that a large amount of the staples fell off and scattered in the thoracic cavity after the device firing was completed; and only a small amount of the staples remained in the marginal tissue of the anastomosis. Immediately and completely count and remove all scattered staples, and repeatedly flush the thoracic cavity with normal saline to confirm that there is no residual foreign body. Changed another one to continue the surgery but the same problem happened again. Changed another one to continue the surgery, it was reported that during the surgery, could not fire. Changed the new one to complete surgery. No additional information can be provided.

Manufacturer narrative:
(B)(4).date sent: 7/10/2026.d4: batch # unk.investigation summary: this is an analysis of two photos submitted to ethicon endo surgery for evaluation.during the visual analysis, the following was observed:the photo of a screen monitor shows tissue with several loose, b-formed staples present on the tissue surface. The staples appeared to be properly formed. Based on the image provided, it is possible that no tissue was captured at the staple locations, allowing the formed staples to become detached and remain loose on the tissue. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.a manufacturing record evaluation was performed for the finished device batch number a99t6l, and no non-conformances were identified.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.